Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's stepfather reported via phone call of issues with customer's high blood glucose levels and button error. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they treated with pump. The customer declined to troubleshoot for the highs. The customer was advised the pump would have to be replaced and returned for analysis. The caller declined to accept replacement, and return pump at this time.